Event description:
Medwatch received states that the lead was explanted due to unknown product performance issue.

Event description:
Voluntary medwatch received states that the lead was not implanted due to unknown product performance issue during procedure. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5148813.